Event description:
The customer reported that the system will not go into subtraction mode. No patient injury was reported.

Manufacturer narrative:
The MDR is related to ge healthcare complaint number (B)(4). The ge service rep found that the problem was isolated to the video controller pcb assy. Also, the system requires updated workstation backplane assy. The system's backplane pcb and video controller pcb removed and replaced. A test of the subtraction mode performed; the system operates as intended.